Manufacturer narrative:
B.3. Date of event is unknown device evaluation: visual inspection showed no outward signs of damage/cracks. Pressure integrity testing was performed at 0.5 l/min with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there were no leak observed from any of the "y" connectors. The device was connected to a bio-console and a flow of 7 l/min was observed with no issues. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this custom tubing pack had a flow issue. The use of the device was unspecified. There was no adverse patient effect reported with this event.